Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including dry mucous membranes, weakness, fatigue, and a urinary tract infection. A fingerstick test was performed, showing a cgm reading of 75 mg/dl and a bg meter reading of 700 mg/dl, indicating a significant discrepancy. The patient went to the hospital, where another fingerstick test showed a bg reading of 800 mg/dl. By that time, the patient had already removed the cgm sensor. The patient was treated for diabetic ketoacidosis (dka) with an intravenous solution containing lactate, sodium, magnesium, and glucose. She remained hospitalized for two days and was discharged thereafter. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was reported to be stable and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.